Manufacturer narrative:
The liner associated with this report was not returned. It was reportedly discarded by the hospital. The product and lot code was not provided. It is not possible to draw any conclusions regarding the reported material wear without product examination. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address inability, excessive wear, and osteolysis.